Event description:
An endurant iis bifurcate was implanted during the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported during the evar procedure, a malfunction occurred with the imaging equipment when placing the device. The stent graft was positioned without any issues. However, an angio CT scan confirmed that the bifurcate was implanted too high, covering the renal arteries and superior mesenteric artery. An attempt was made to adjust the device to align it with the renal arteries, and it appeared to be in the correct position. The remaining devices were implanted without issue, and no ballooning was required. A final angiographic scan indicated no blood flow / filling in the sma. The physician made the decision to take patient directly to the operating room and explant the implanted device. An open surgical graft was sewn in place to complete the treatment. Per the physician thecause of the misplacement of the stent graft, resulting in the coverage of the renal arteries and superior mesenteric artery (sigmoid ischemia), was attributed to user error and not a fault with the device. The patient is alive with injury and required ostomy due to sigmoid ischemia. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.